Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device produced malformed staples and the device did not fully cut. The staple line was oversewed and another device was used to complete the procedure. There was no pt consequence.